Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
The event of "infection-late onset" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "milky thick fluid," "(B)(6)" infection, and "soft white fluffy material on the inside" of "remarkably thick calcified" capsule. Antibiotic treatment occurred. Device has been explanted.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Device evaluation: analysis of the returned device identified; creases fold, wear abrasion, curved opening on radius and observed what appears to be like crater appearance on shell surface. Leak test and microscopic analysis was performed which identified; crease sharp opening on radius, crease smooth opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening and an opening crease smooth on radius assessed as fold flaw opening.

Event description:
Additionally, healthcare professional reported "any creases".